Manufacturer narrative:
Unit received with all currents within specification. Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarms noted. The low reservoir alarm feature working properly. Unit received with minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed delivery accuracy test.

Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 582mg/dl. Customer treated with manual injection. It was also reported that the customer received low battery alarm and low reservoir alarm. Troubleshooting occured. Customer stated that insulin shot out during displacement test. Advised to discontinue use of the insulin pump. No additional information was provided.